Event description:
Following a catheterization procedure (type unk), an angio-seal device was placed. An unspecified amount of time later, the pt presented with an infection at the puncture site. A culture revealed an infection by enterococci, which the physician believes was caused by the pt's skin. The infection remained locally limited, and was treated with antibiotics.